Manufacturer narrative:
Additional information: the mean age for all patients involved in the study was 61 years additional information: 53 patients involved in the study were males and 26 were females. Additional information: the study took place between may 2013 to august 2013. The abstract was published march 2014. Additional information: di and pi numbers are unknown as the part number and lot number were not provided. The devices were not returned and the lot numbers are unknown; therefore a physical investigation or lot history review could not be performed. However, product release at cardinal health is contingent upon the successful completion of lot release testing. Based on the reported information, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available, a supplemental report will be submitted. Citation: rogan, m., et. Al, (2014, march). Is femoral angiogram necessary prior to acd deployment? [Abstract]. Journal of vascular and interventional radiology. Conference: 39th annual scientific meeting of the society of interventional radiology, 25(3 suppl. 1):s197.

Event description:
During a 4 month study that compared the efficacy of achieving hemostasis using 4 different arterial closure devices (acd) with and without a common femoral artery (cfa) angiogram prior to closure, it was reported that the mynxgrip device failure rate was 7.4% (2/27). The mynxgrip vascular closure device was used for arterial closure in 27 out of 79 of the diagnostic or therapeutic interventional procedures performed during the study. Access of the cfa was obtained using ultrasound (us) guidance. Unspecified complications occurred 6.6% (3/45) with angiogram and 5.8% (2/34) without prior angiogram for all procedures. Additional information was requested, but is not available at this time.